Manufacturer narrative:
Patient was revised due to disassociation. Examination of the returned femoral head and acetabular liner confirms disassociation of the liner from the acetabular cup while implanted. Metal transfer on the femoral head further supports the reported disassociation. The acetabular cup was not returned and matching damage cannot be confirmed. The liner is deformed on the edge, oblong in shape. Four of the six anti rotation devices have been fractured away. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the cup and liner since release for distribution. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned femoral head and acetabular liner confirms disassociation of the liner from the acetabular cup while implanted. Metal transfer on the femoral head further supports the reported disassociation. The acetabular cup was not returned and matching damage cannot be confirmed. The liner is deformed on the edge, oblong in shape. Four of the six anti rotation devices have been fractured away. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the cup and liner since release for distribution. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to disassociation.